Manufacturer narrative:
Findings: unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test and displacement test. Pump passed the dat test. Unit received with minor scratched display window and case. Unit received with cracked case at display window corners.

Event description:
The customer reported via phone call that they were hospitalized for diabetic ketoacidosis on (B)(6) 2017 with a blood glucose level of 600 mg/dl due to no delivery alarm. The customer was treated with their insulin pump. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.